Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager lock jammed and kept failing. The customer attempted troubleshooting to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) was failed and lock was jammed. A field service engineer slightly opened the refrigerator door and readjusted the srm to sit further back so the door hasp could catch properly, allowing the door to be pulled without there being a gap in the door opening. The fse unlocked/locked srm to ensure door closes with no gap in door opening in hardware test application and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer repaired the device.